Event description:
It was reported that 1 bd micro-fine¿+ pen needles 31g x 8mm had delivery issues. The following information was provided by the initial reporter : the patient reported a box of bd micro-fine 8mm because the needles unable to deliver insulin while injecting the insulin, causing the application to fail.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 04-jul-2022 h6: investigation summary one open 31g x 8mm pen needle sample was returned from lot no. 1350512, cat. No. 320792. Visual examination was carried out on the returned sample and bent patient end of cannula was observed. One open 31g x 8mm carton containing one hundred sealed samples was also returned from lot no. 1350512, cat. No. 320792. Visual examination was carried out on thirty samples and no issue was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd micro-fine¿+ pen needles 31g x 8mm had delivery issues. The following information was provided by the initial reporter : the patient reported a box of bd micro-fine 8mm because the needles unable to deliver insulin while injecting the insulin, causing the application to fail.